Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 40 days after the dental implant was installed in intraoral region #3 it was verified its non- osseointegration. Twenty ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type IV).